Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, the patient had a left side reverse shoulder. The replacement became infected and had to be removed. The surgeon carried out a stage one revision, removing all implants, and inserted a cement spacer with the intent to carry out a stage two revision in the future, putting a reverse shoulder back in. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.